Event description:
It was reported to medtronic minimed that the customer reported damage on the insulin pump. The customer reported no adverse event. The event involved product mmt-712wws. Troubleshooting was partially done and found the damage was on the battery tube threads and the insulin pump's functionality was affected. No harm requiring medical intervention was reported. The product mmt-712wws will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform the rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify download difficulty due to blank display. Pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The pump passed the displacement test and the test p-cap/reservoir does lock into place. In conclusion, blank display was confirmed due to battery spring missing and battery compartment damage unable to perform any testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.